Event description:
Purchased acuvue oasys as my choice of lens. Have had severe itching, watering, light sensitivity, infections and scratched corneas. I do not wear the lens while sleeping and have used the same solution for years, optifree by alcon. I am now having to walk around half blind because my vision is so blurred due to the scratched corneas. Dates of use: ten months in 2007. Diagnosis or reason for use: contact lens to see far away. Event abated after use stopped or dose reduced? Yes. Event reappeared afer reintroduction? Yes.